Event description:
Additional information received indicated the patient experienced a syncopal episode, however, it is unknown if it is related to the electrical anomalies seen on the ra lead. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, noise resulting in oversensing was observed on the right atrial (ra) lead. Ra lead damage was suspected to be the cause of the event, however, it was not confirmed via diagnostic imaging. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.